Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
The causes of death were diabetes, parkinson's, and dementia. Customer passed on (B)(6) 2022 in the nursing home. Pump was not worn at passing. Pump was last worn on (B)(6) 2021. Customer stopped using the pump because the nursing home treated his bg in a different way. Sensor was not used.

Event description:
Information received by medtronic indicated that customer received a retainer ring recall and customer was passed away recently. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S.w version 2.8c retainer ring = clear the customer passed away on (B)(6) 2022. Also on case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged possible over delivery, visit to emergency room and was hospitalized for low bgs found on (B)(6) 2019 and on case-(B)(4), svn#: (B)(4)- customer returned pump for an alleged pump error 63 alarm found on (B)(6) 2019. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. No unexpected pump error 63 alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2019, there is no unexpected alarms/suspends and found bolus wizard delivery of daily total of bolus insulin delivered = 3.8 u. (B)(6) 2019 08:55:51.000 normal bolus delivered, normal bolus amount programmed = 3.1, bolus amount delivered = 3.1. (B)(6) 2019 19:08:36.000 normal bolus delivered, normal bolus amount programmed = 0.7, bolus amount delivered = 0.7. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variable info = 03) was recorded and found in the formatted history file on (B)(6) 2019 13:59:25.000 and (B)(6) 2019 13:59:25.000 due to broken trace on u1 keypad assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. The pump was received without a battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/01/2009 to 01/02/2009 and 08/07/2018 to 12/03/2020. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Pump error 63 alarm was confirmed. Pump error 63 alarm due to broken trace on u1 keypad assembly.